Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 28aug2019. The field service engineer (fse) evaluated the device onsite. The fse reported that after the unit was powered on, it displays a backup alarm failure and unit alarmed. The fse replaced the central processing unit (cpu) printed circuit board assembly (pcba) to address the issue. The ventilator passed all testing and operated within the manufacturing specifications. The ventilator was returned to customer for patient use. The cpu pcba was received for evaluation. No further testing to be performed. The cpu was identified to be with ls1 component. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the ventilator had a backup alarm failure. The ventilator was not in use on a patient at the time of the event occurred.